Event description:
It was reported that the device broke. There was no other information. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 5 clip conforming and 1 malformed clips due to bypass issues. In addition, the orange indicator did not showed up after the device locked out. The device was disassembled to verify the condition of the internal components, and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.